Manufacturer narrative:
(B)(4). Batch # u5de05. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device (c) was returned with no visual non-conformances and without a reload present. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any sub sequence firings. In addition a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the first deice was used three times with no issues. On the fourth reload it would not fire and would not open. The manual over ride had to be use to open it. The second device was fired and there was a "horrible" noise and did not work. A third device was tried and it misfired. The fourth device fired twice with no issues and on the next fire it misfired. The last stapler was tried again with the last reload and it worked. The first stapler locked on tissue and manual override was used to release it. The second device could not fully receive stapler loads. "Several of us in room tried." Third device misfired on patient's stomach, after firing, the specimen side had unraveled with spillage of gastric contents. The second stapler would not receive the reload when seated into the stapler channel. It was the third stapler that the surgeon heard a metallic sound and the surgeon ¿felt like something happened to the blade¿. On the specimen side of the sleeve unraveled on at the staple line. First device: the power failed there was no battery power. It didn't' move forward or back. We had to manually take it off tissue. Second device: at the second firing of the second device it started making noises. It made loud clicking noises so we got rid of that one too. Third device: the third stapler "flat out" failed on the right side the staples didn't "curl" at all. Fourth device: there were no issues with the fourth device. There were no patient consequences reported.